Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Fill volume: unknown. Flow rate: unknown . Procedure: fem-pop bypass case. Cathplace: unknown. A report was received stating there was a post-operative wound infection. The patient had surgery 3-4 weeks ago with placement of on-q silver soaker catheters and pump. The hospital protocol course was standard, pump removed on post-operative day three. There was no evidence of infection until doctor's office visit (3-4 weeks post-operative). At the visit, the patient had a dehisced wound and the doctor stated he could see the catheter tract in the open wound and it was also infected. No additional information was provided.